Event description:
Spontaneous call-patient reported that the pump broke and she is not able to infuse her medication. She was advised that patient can manually push hizentra to complete her infusion for today. Patient stated she has not drawn up the medication yet, so none is wasted. Patient will infuse once new pump received. No adverse events reported due to missed dose; device available for return. Unknown lot/expiration. No further information known. No additional information. Reported to (B)(6) by: patient/caregiver.